Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Arrived to (B)(6) this am. This patient was on the board for lead revision. Patient was draped and rv lead removed. The threshold was high at 3.0@1.0. Dr (B)(6) could not get the helix to retract. Rv lead came out anyway with no harm to the patient. Patient was closely monitored. A new lead was replaced to the rv and threshold was 0.5@0.4. The patient had new lead screwed into the old generator, pocket sutured and was transferred to holding. Patient will be checked in the morning before discharge. Patient stable and no complications noted.